Manufacturer narrative:
The pinch valve tube was exchanged on (B)(6) 2021. The field service representative found that the tips were unstable (loose) on the probe due to probe tube, which could lead to the drop of tips. He exchanged the probe tube and the probe to prevent recurrence, which appeared to resolve the issue. He confirmed the probe was in the correct position and he performed a performance test and control measurements that were acceptable. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys ft3 iii results on a cobas e 411 rack module. The initial result was 32.55 pg/ml. The repeated results were 3.38 pg/ml, 32.55 pg/ml, and 3.42 pg/ml. It is unknown if the results were reported outside of the laboratory. It is unknown which result was believed to be correct. The reagent lot number is 547180. The expiration date was requested but not provided.

Manufacturer narrative:
The tube was discovered to be off of the pulley. The investigation determined the service actions resolved the issue.